Event description:
Caller reported a malfunction alarm indicating an issue with the pump, identified in tandem source as malfunction 199, with malfunction code 4. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer opted for multiple daily injections (mdi) as backup therapy, while a replacement pump was arranged for shipment by technical support. Instructions were provided on how to put the pump into storage mode, and the customer was informed to return the malfunctioning pump using a pre-paid label within 10 days.